Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or missing segments were noted. However, the display faded out after pressing any button due to short at the lcd driver board. The pump was unable to perform the displacement test or verify failed battery test alarm due to fading display. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of missing segments on the display of the insulin pump. The customer's blood glucose level is 151 mg/dl. The customer stated that the icons and the time on top of the pump are not displaying. The customer stated that he changed the battery 3 days ago and received a blank screen. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return back to normal. The customer was advised to revert to a backup plan per health care provider's instructions.